Event description:
It was reported that the pacemaker was felt to be depleting prematurely. Review of stored device memory through the remote home monitoring system noted an increase in power consumption due to a signal artifact monitor being programmed on, the device frequently pacing at high outputs with the automatic capture feature programmed on and frequent radio frequency telemetry sessions. The device depletion was felt to be appropriate based upon those factors. Technical services discussed programming options to decrease device power consumption. The health care professional (hcp) was considering programming the automatic capture feature off and programming a fixed output. This product remains implanted and in service. No adverse patient effects were reported.